Event description:
The inner wire (temperature sensor) of the foley catheter with temperature sensor would disconnect from white silicone covering after placement of foley in pt. No pt injuries occurred, however, use of additional nasal probes to monitor temperature in absence of bladder temperature readings were required. User facility reported approximately 15 occurrences, and these events will be documented in medwatch reports 1034876-2000-00007 through 1034876-2000-00021.